Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is in communication loss (comm loss) with two bedside monitors (bsm's). Technical support (ts) troubleshot the issue with the customer and everything seemed to be well connected and/or plugged. The customer will check with their it department and report back if there's anything going on. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is unknown. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with two bedside monitors (bsm's). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with two bedside monitors (bsms). During troubleshooting, technical support (ts) found that everything seemed to be well connected and/or plugged. The customer was to check with their it department and report back if there was anything going on. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. Technical support assisted the customer with troubleshooting measures to ensure the cables were connected to the correct port, but the issue persisted. The customer decided to have their it department further troubleshoot the issue. Multiple attempts to obtain additional information were made without results. Based on the available information, the root cause is likely related to the hospital's network environment. The troubleshooting performed by ts revealed no issues with the nk devices. The customer stated they were using a hit bom. The hit-100's purpose is to prevent errant power on the ethernet line from reaching the bsm in the event of a power issue from the network. These components can fail and if a failure occurs this could impede the network connection of the bedside monitor. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with two bedside monitors (bsms). There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with two bedside monitors (bsm's). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) troubleshot the issue with the customer and everything seemed to be well connected and/or plugged. The customer will check with their it department and report back if there's anything going on. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.